Event description:
Pt in emergency department on phillips monitor. Monitor failed to sound when pt developed abnormal heart rhythm; v-tach, asystole. Pt in abnormal rhythm for about 40 minutes. Pt found by staff unresponsive. Pt expired. Equipment involved; phillips external speaker; model# m3180-602; (B)(4). Phillips monitor, physiologic; model# m1204a; (B)(4); (B)(4). Phillips model rack; model# m1041a; (B)(4).